Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 486 mg/dl at the time of the incident. The customer used an insulin pen to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump under delivery. Troubleshooting was not completed but the pump failed a self test with a hardware low level failures alarm. The customer uses a competitor's sensor system. The customer mentioned pump cosmetic damage. The insulin pump will be returned for analysis.